Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that another manufacturer's right ventricular (rv) lead exhibited an impedance measurement of greater than 3000 ohms creating a lead safety switch (lss). In addition there was a decrease of signal amplitude from greater than 25 millivolts (mv) to 16 mv. The impedance measurement did recover to normal range, however the sensing measurement had remained lower. The field representative recommended contacting the other manufacturer and performing additional testing to assess lead integrity per their recommendation. The pacemaker and rv lead remain in service and no adverse patient effects were reported.